Event description:
This event of probe did not cut with aspiration not working does not meet criteria as a reportable malfunction based on information received following submission of the initial report.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe cannot cut during a procedure. The product was replaced and procedure completed with no patient harm.